Manufacturer narrative:
(B)(4). Brief description of complaint: the surgeon reported that about an hour into the procedure, the device was touching the debakey metal forceps (model unknown) and she saw a flame from the tip of the device. The flame melted the heat shrink on the device, the heat shrink did not detach. Investigation conclusion: the reported issue of a degraded heatshrink was confirmed. The reported issue of a flame was not confirmed. The heatshrink is split and peeling away from the base of the device electrode shaft, which is consistent with prolonged use and/or insufficient cleaning. However, it remains connected to the device. The allegation of flame could not be recreated in the laboratory environment. Additionally, the information provided from the customer may have included contact with forceps during use, which is against the IFU and can contribute to changes in the rf energy path. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a bilateral mastectomy case, the surgeon was using the plasmablade device and touched metal forceps, reported a flame from the device tip. The flame melted the heat shrink on the device. There was no adverse effect to the patient or staff.